Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the ER and was subsequently hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 570 mg/dl at the time of event and the patient was treated with intravenous fluids of insulin and saline. It was reported that the patient inserted the infusion set without removing the needle guard. The patient was in the hospital for three days. The patient replaced infusion set and resumed insulin delivery successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010874, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010874. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010874 was manufactured according to the work instruction (wi) version 120 and manufactured in the li101 on 27-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 1 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint not requires further corrective and preventive action (CAPA) determination assessment. Therefore, this issue will be monitored through the post market surveillance activities.